Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was rise in impedance on the right ventricular (rv) lead. The lead remains in use. No patient complicati ons have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that there was rise in impedance on the right ventricular (rv) lead. It was also noted there was high impedance and possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.